Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-3610pk-3 fibertak broke. This occurred during a labral repair, they drilled the tunnel using a 1.8 percutaneous insertion kit (ar-3610pk-3) and was inserting the third knotless fibertak (ar-3636). A mallet was used to insert the anchor flush with the guide and there was approximately 3-5mm that seemed like the anchor bottomed out and they continued to try and insert flush. The end of the inserter ended up breaking off in the bone. The shuttle stitch in the anchor was pulled out. The piece that was broken off was able to be retrieved with a needle driver. The repair stitch from the anchor was still holding solid so this was used with a push lock to complete the repair and the case ended with no further issues.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.